Event description:
During lithotripsy procedure, the safety feature on the gait attachment for eswl equipment did not operate correctly. The equipment was being operated by the company rep. This was discussed with surgeon and anesthesiologist and the equipment was used without the gait attachment. Company rep took the equipment for testing.